Manufacturer narrative:
Date of initial report: 5/15/2007.

Event description:
Procedure: colostomy. Pt sex: unk. Reportedly, during use the device jammed on the tissue. There was a colon resection to remove the device. There was no adverse effect to the pt reported.